Event description:
It was reported patient underwent a primary vanguard total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to soft tissue instability. The ps 12mm bearing was replaced with a ps+ 16mm bearing.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
This follow-up report is being filed to correct information. Correct revision date is (B)(6) 2011. Correct revision date is (B)(6) 2011. Correct explant date is (B)(6) 2011.

Event description:
It was reported patient underwent a primary vanguard total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011 due to soft tissue instability. The ps 12mm bearing was replaced with a ps+ 16mm bearing.